Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On 3/aug/2021, fresenius became aware this (B)(6)-year-old male peritoneal dialysis (pd) patient on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) since (B)(6) 2018 was hospitalized due to peritonitis. Follow-up with the patient¿s primary pd registered nurse (pdrn) revealed the patient presented to the outpatient home dialysis unit on (B)(6) 2021 for abdominal pain, cloudy peritoneal effluent fluid, and nausea (timeline not provided). A peritoneal effluent culture and a cell count were obtained, and the patient was diagnosed with peritonitis. Beginning (B)(6) 2021 the patient was treated with intraperitoneal (ip) vancomycin 1500 mg every five days, and ip gentamycin 40 mg daily (duration not provided). The initial cell count was resulted on (B)(6) 2021 and revealed an elevated wbc of 14,705 mm3 and a polymorph cell count of 91%. The documentation provided also indicates a follow-up cell count was obtained on (B)(6) 2021, and on (B)(6) 2021 the results continued to demonstrate an elevated wbc of 10,882 mm3 and polymorphs of 86%. Subsequently on (B)(6) 2021 the patient was hospitalized due to the peritonitis. Although the hospital course is largely unknown, the patient withdrew from pd therapy on (B)(6) 2021 and entered hospice care (patient remains hospitalized as of (B)(6) 2021). The pdrn stated the cause of the peritonitis is unknown; however, there is no indication a fresenius drug(s), product(s) and/or device(s) causing or contributing to the events. It is currently unknown if the patient¿s liberty select cycler has been returned to the manufacturer. Clinical investigation: a temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler, liberty cycler set, and the adverse event of peritonitis, characterized by nausea, abdominal pain, and cloudy peritoneal effluent fluid, which warranted antibiotic therapy and hospitalization. The etiology of the peritonitis is unknown; therefore, causality cannot be established. However, the peritoneal dialysis registered nurse (pdrn) reported the peritonitis event was not caused and/or contributed to by a fresenius device(s) and/or product(s). It is well established those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum. Furthermore, in up to 20% of peritonitis cases no offending organism is identified). Based on the information available, there is no allegation or objective evidence indicating a liberty select cycler and/or liberty cycler set defect or malfunction caused and/or contributed to the serious adverse events experienced by the patient.